Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter postoperatively who underwent appendix ligation, the device encountered an issue where clip was poorly anastomotic and the operation time was prolonged. To resolve the issue the surgeon promptly replaced the device. There was no patient injury.